Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37751 serial (B)(4), product type: recharger. The main component of the system and other applicable components are: product ID: 37751, serial/lot (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins won¿t take a charge and ¿it messed me up¿. The patient reported that they cannot balance themselves or walk at all and were in wheelchair. The patient reported that they have the twitch that they used to have before they put the stimulator in. The patient reported that they cannot control their hands and have lose control of their whole body. The patient stated that their whole body is mess up and they were so bad on their twitch right now they drop everything and can¿t control twitch. The patient reported that they have bad harms and cannot reach back where the ins is implanted due to fall they had down the stairs where they tore out the shoulder and can¿t move it. The patient reported that their ¿joint was messed up¿. The patient reported that they can¿t get the recharger to turn on and the screen was blank. It was reported that the ins recharger was plugged in and it was not charging from the wall. During the report, the patient obtained the patient programmer and connected with the ins which showed the ¿charge your ins screen¿. It was reported that when the patient connected the ins recharger to the ins, it showed ¿ins battery low on screen¿. The patient was instructed to start charge with the green button, but the patient reported that when the green button was pushed, the screen did not change from ins battery low screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement recharger gave them back the ability to maintain balance and be able to walk. The patient reported that they have no issue with their mind set and did not need therapy. The patient reported that during the loss of balance, they went back to using the walker to walk and now with the replacement recharger they are able to walk without it. The patient reported that their body issue was resolved and was thankful for the quick response to sending the replacement recharger. The patient reported that their weight was (B)(6) lbs.